Event description:
Reporter states customer received results of 123 mg/dl and hi within 10 minutes on the compact plus sys. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.